Event description:
It was reported that fluid damage, the liquid around the battery.

Manufacturer narrative:
A used medfusion pump was returned for evaluation. The bottom case was full of contamination, interconnect board power supply along with main board. Unable go into event history log due contaminated parts. This contamination was caused by the customer. Pump is beyond economically repair and will be sent back to customer.